Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 12atm within 10 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. Solidified media and blood were present inside the balloon material. The device was placed in a water bath at a temperature of 37 degrees celsius in order to allow the media to soften. Once removed, a microscopic examination of the balloon material identified a pinhole in the mid-section. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 12atm within 10 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.